Event description:
It was reported to (B)(4) service and repair, an event occurred during an orthopedic surgery: small battery drive is very loud and did not have much torque. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A power tools evaluation was completed: the device was received with blemished housing. The customer did not allege or identify any specific deficiency; it was observed during routine service and repair of the small battery drive that it has no power. The root cause of the reported complaint was most likely from various worn electrical components and bearings deterioration from normal wear out. Device was used for treatment, not diagnosis.